Event description:
It was reported that the during explant of the pulse generator, it exhibited a loss of ventricular output when the atrial lead was disconnected. The device was successfully explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.